Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, and error message was displayed and the egms and r-wave amplitudes would not display when the device was interrogated. It was suspected that the cause of the interrogation anomalies was due to electromagnetic interference. The device was re-interrogated to resolve the event and the patient was stable.